Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No prime fill anomaly or rewind anomaly noted. The motor was tested outside of device and passed. Unit received missing serial number label, keypad overlay texture damage, cracked select button keypad overlay and minor scratches on lcd window. The correct information has been provided with this report. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported via phone call that the insulin pump was stuck in the rewind and prime menu. The insulin pump asks each time to rewind the insulin pump and fill the reservoir. The customer¿s blood glucose level was unknown. The device will not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was stuck in the rewind and prime menu. The insulin pump asks each time to rewind the insulin pump and fill the reservoir. The customer¿s blood glucose level was unknown. The device will be returned for analysis.